Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be received.

Event description:
It was reported that this patient presented with near syncopal symptoms. The patient's heart rate had dipped into the 40 bpm range and they were hypotensive. In addition, the patient reported that they had experienced diaphragmatic stimulation. After troubleshooting the existing left ventricular (lv) lead, it was found that the right ventricular (rv) lead was the cause of the observation. Further testing also revealed that the rv lead exhibited a decrease in pace impedances from 1000 ohms to low out of range values of less than 200 ohms. The rv lead was then successfully surgically abandoned and replaced. No additional adverse patient effects were reported.